Event description:
Per the clinic, the patient developed excess skin overgrowth on the abutment. The patient underwent a surgical procedure (date not reported) to excise the excess skin and to replace the abutment with a longer one. The implanted device remains.

Manufacturer narrative:
This fixture is not available for analysis.this report is filed august 29, 2013. Device not available for analysis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the clinic, the surgical procedure took place (B)(6) 2013. This report is filed march 10, 2014. Implanted device remains.